Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Foreign material was found to be present in the device connector.

Event description:
It was reported that during the implant attempt, the device would not pace or sense in the ventricular channel after connecting the ventricular lead. Additionally, when the physician attempted to tighten the setscrew, the screw would not tighten. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the device would not pace or sense in the ventricular channel after connecting the ventricular lead. Additionally, when the physician attempted to tighten the setscrew, the screw would not tighten. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).